Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pt came into the hospital and said that he had experienced yellow wrench and red heart alarms; however he felt fine. The pt was admitted for evaluation. The hospital staff could not determine if there were issues with the pump or if the alarms were triggered by the pt's hemodynamics. The manufacturer discussed heparinizing the patient. The waveform was analyzed and it was noted that the pump was pulling additional amps; however, an analysis of the pump could not be made without the analysis of the vent filter as well. It was reported that the pt was hemodynamically stable and felt good. Several days later, the pump was alarming every 10 mins, and the pump sounded like "a car whose breaks are wearing out". As a result, the hospital staff decided to electively place the pt on pneumatic support using a stroke volume limiter (svl) and drive console. The manufacturer had not received the vent filter to analyze at that time. A couple of weeks later, the lvad was replaced with another lvad. The pt remains ongoing with the lvad.

Manufacturer narrative:
The MFR is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.